Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event for complaint # (B)(4).

Manufacturer narrative:
The enterprise stent ((B)(4)) pre-deployed at the prowler select plus (m/c) 606s255x/15958487 microcatheter hub. There was no adverse event and the products are going be returned for analysis. A non-sterile enterprise stent was received deployed into the microcatheter hub associated with this event. The delivery wire was not returned for analysis. No other anomalies were observed on the received unit. The enterprise stent was removed from the mc hub and it was inspected under a microscope and no damaged was found. The functional analysis could not be performed due the product received condition. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10364515. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure stent deployment difficulty-premature/in microcatheter hub reported by the customer was confirmed due to the stent was received in the microcatheter hub. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The failure delivery wire - impeded reported by the customer could not be evaluated due to the delivery wire was not returned for analysis. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
(B)(4). The product was received for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10364515. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products associated with complaint (B)(4).

Event description:
The enterprise stent (enf453712) pre-deployed at the prowler select plus (m/c) 606s255x/15958487 microcatheter hub. There was no adverse event and the products are going be returned for analysis.